Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2017 with the following findings: the pump's black box showed multiple unexplained pump reboot events. The battery compartment was found to be cracked. The battery cap was undamaged and able to fit securely. Moisture corrosion was observed in the battery compartment. The battery cap was fastened and then unscrewed a half turn, leading to a power interruption. When the pump was opened, further moisture corrosion was found on the motor connector.